Manufacturer narrative:
(B)(4). The events of arthritis, graves¿ disease, bacterial vaginosis, clostridioides difficile associated diarrhea, and hypercholesterolemia are considered an unexpected adverse drug experience.

Event description:
Additionally, health professional reported a clinical patient now experienced the non-device related events of hypercholesterolemia, graves¿ disease, clostridioides difficile, clostridioides difficile associated diarrhea, and bacterial vaginosis. Treatments were required and noted as vancomycin hcl, lipitor, and methimazole. Events of clostridioides difficile associated diarrhea and bacterial vaginosis have been resolved.

Manufacturer narrative:
The event of "infection - ndr" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of "infection - ndr" is considered an unexpected adverse drug experience.

Event description:
Health professional reported a non-serious, non-device-related event of "back pain," "neck pain," and "shoulder pain" and a serious, non-device-related event of "diverticulitis" after a patient was injected in the jawline with juvéderm volux¿ xc. Treatment was required, noted as "flagyl," "ciprofloxacin," "lyrica," and "azithromycin." Outcome noted as ¿not recovered/not resolved.¿